Event description:
The customer reported that they started testing samples on this instrument at 11:30 am and then received a call from a doctor at approximately 4:30 pm stating that they should check the ion selective electrode (ise) results. The customer ran a sample on their other c501 analyzer and got results that were drastically different, especially for ise sodium and chloride. The customer then checked all samples run during that time period and twenty two samples were found to have erroneous ise sodium and/or ise chloride results that were reported outside of the laboratory. All samples were repeated on a different c501 analyzer and the repeat results were believed to be correct. Corrected reports were issued for all twenty two samples. Sample one initially resulted as 130 meq/l for ise sodium. The sample was repeated and resulted as 141 meq/l for ise sodium. Sample two, from a (B)(6) female, initially resulted as 124 meq/l for ise sodium. The sample was repeated and resulted as 134 meq/l for ise sodium. Sample three, from a (B)(6) male, initially resulted as 132 meq/l for ise sodium. The sample was repeated and resulted as 143 meq/l for ise sodium. Sample four, from a (B)(6) female, initially resulted as 131 meq/l for ise sodium. The sample was repeated and resulted as 143 meq/l for ise sodium. Sample five, from a (B)(6) female, initially resulted as 129 meq/l for ise sodium. The sample was repeated and resulted as 140 meq/l for ise sodium. Sample six, from a (B)(6) male, initially resulted as 130 meq/l for ise sodium. The sample was repeated and resulted as 141 meq/l for ise sodium. Sample seven, from a (B)(6) male, initially resulted as 130 meq/l for ise sodium. The sample was repeated and resulted as 141 meq/l for ise sodium. Sample eight, from a (B)(6) female, initially resulted as 129 meq/l for ise sodium. The sample was repeated and resulted as 139 meq/l for ise sodium. Sample nine, from a (B)(6) female, initially resulted as 130 meq/l for ise sodium. The sample was repeated and resulted as 141 meq/l for ise sodium. Sample ten, from a (B)(6) female, initially resulted as 129 meq/l for ise sodium. The sample was repeated and resulted as 139 meq/l for ise sodium. Sample eleven, from a (B)(6) female, initially resulted as 125 meq/l for ise sodium. The sample was repeated and resulted as 137 meq/l for ise sodium. Sample twelve, from a (B)(6) male, initially resulted as 127 meq/l for ise sodium. The sample was repeated and resulted as 139 meq/l for ise sodium. Sample thirteen, from a (B)(6) male, initially resulted as 144 meq/l for ise sodium. The sample was repeated and resulted as 156 meq/l for ise sodium. Sample fourteen, from a (B)(6) female, initially resulted as 131 meq/l for ise sodium. The sample was repeated and resulted as 143 meq/l for ise sodium. Sample fifteen, from a (B)(6) male, initially resulted as 128 meq/l for ise sodium. The sample was repeated and resulted as 139 meq/l for ise sodium. Sample sixteen, from a (B)(6) female, initially resulted as 129 meq/l for ise sodium. The sample was repeated and resulted as 142 meq/l for ise sodium. Sample seventeen, from a (B)(6) female, initially resulted as 128 meq/l for ise sodium. The sample was repeated and resulted as 138 meq/l for ise sodium. Sample eighteen, from a (B)(6) male, initially resulted as 123 meq/l for ise sodium. The sample was repeated and resulted as 134 meq/l for ise sodium. Sample nineteen, from a (B)(6) female, initially resulted as 128 meq/l for ise sodium. The sample was repeated and resulted as 139 meq/l for ise sodium. Sample twenty, from a (B)(6) female, initially resulted as 128 meq/l for ise sodium and 99 meq/l for ise chloride. The sample was repeated and resulted as 143 meq/l for ise sodium and 109 meq/l for ise chloride. Sample twenty one, from a (B)(6) female, initially resulted as 128 meq/l for ise sodium and 95 meq/l for ise chloride. The sample was repeated and resulted as 141 meq/l for ise sodium and 105 meq/l for ise chloride. Sample twenty two, from a (B)(6) male, initially resulted as 126 meq/l for ise sodium. The sample was repeated and resulted as 136 meq/l for ise sodium. The patients were not adversely affected. The customer was asked, but did not provide lot numbers or expiration dates for the ise sodium and ise chloride electrodes. The customer calibrated the ise tests and ran quality controls. There were no errors or alarms on either the calibration or the controls. The controls were within range. The customer then ran a correlation for one patient sample on both instruments. The field service representative could not determine a cause and could not reproduce the issue. He checked out the ise system and it was found to be operating within specifications. He performed ise checks and all were good. The customer performed calibrations and ran quality controls; all were good per the customer.

Manufacturer narrative:
A specific root cause could not be determined. From the provided calibration data, it could be determined that the calibration standards may have been open too long causing concentration of these standards. The complained sample results were measured using a calibration with standards that may have been concentrated in such manner.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.